Event description:
Pt was presented to the interventional lab for insertion of an inferior vena cava (ivc) filter in 2005. Thombus was present near the bifurcation of the left common iliac vein, but there was no anomaly at the target lesion. The product was properly prepped and there was no damage to the product. A right femoral vein approach was used to gain access. The product was positioned at the proper location without difficuly. Five days later the pt returned to the hosp complaining of acute abdominal pain. A ctf scan was perfomred and revealed a retroperitoneal bleed. There was no reported fracture or deformation noticed with the filter. There is no info on how the pt is bieng treated. On eighteen days later the pt was reported to be in stable position.